Manufacturer narrative:
(B)(4). This device was returned for service and did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still ongoing therefore an assignable root cause cannot be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the air pen drive device had low power. It was further determined that the device failed pretest for check internal and external leak tightness and check power with test bench. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned for evaluation was reported as dec 13, 2019. The correct date is dec 02, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date of return was reported as dec 02, 2019, the correct date is nov 29, 2019. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported failure was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.